Event description:
On (B)(6) 2026, the patient reported a reopening of the wound from a prior wound washout. A wound washout and explant of a depth lead and rns neurostimulator were performed. The deep incisional infection was treated with oral and IV antibiotics (rocephin/vancomycin).

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.